Event description:
During on-site service by a baxter representative, the device was found to have depleted batteries. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.